Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor displayed a battery fault when one of his batteries was inserted in the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.